Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime, and excessive no delivery test. No motor error alarm occurred during testing. The motor was tested outside of the device and passed. The following physical damage was also noted: broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the display window corners, and a missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 560 mg/dl; symptoms and treatment method were not discussed. Troubleshooting was initiated for the motor error alarm. When the customer checked the alarm history there were four motor error alarms within the past month. However, the customer was able to rewind the pump during troubleshooting. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.